Event description:
It was reported that a peritoneal dialysis (pd) patient experienced discomfort during their drain. The patient reported having surgery on their pd catheter (non-fresenius product) to reposition it. The pd nurse reported the surgery was unrelated to the use of a fresenius device, drug, or product. C-643284 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).